Event description:
Olympus medical systems corp (omsc) was informed that during polypectomy of a colon the doctor advanced the clip from the coil sheath of the clip fixing device and it came out at an angle. The doctor could not use the clip and withdrew the clip fixing device with it from the endoscope and then he detected that the clip was missing. The doctor reinserted the clip fixing device into the endoscope but he could not. The doctor completed the procedure with another endoscope. There was no report of pt injury. After the procedure, the doctor inserted a cleaning brush into the endoscope and the clip appeared from the endoscope.

Manufacturer narrative:
The subject devices were returned to omsc for investigation and we confirmed the event. The coil sheath of the clip fixing device had slip and there were no other abnormities. Also as the result of checking the mfg record of the same lot, nothing abnormal detected. As the results of the investigation, omsc assumes that the clip got stuck with the slip part of the clip fixing device and it caused the clip not to come out correctly. While the doctor withdrew the clip fixing device from the endoscope, the clip detached. This report is being submitted as a medical device report in an abundance of caution.